Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they haven't used their device in a while and when they tried to get it running again, there was something wrong with the settings and they couldn't get it going. Patient stated that the controller was trying to get them to fix the settings first and then set the date. Agent asked for reason of stopping using the device; patient stated it was because they got lazy so they stopped using it. Agent walked patient through unlocking the controller and reviewed common controller screens. Agent asked patient if they were on group a and patient said they were and had been before. During the call, agent walked patient through the menu screen and patient confirmed that their stimulation was on and that they were able to increase their stimulation. Patient was concerned that their implant was not connected because they could not feel any stimulation. Patient stated that their controller and implant batteries were charged up to 100%, but their implant battery had already dropped to 30%. Patient mentioned that they had charged yesterday or the day before and were concerned about the implant battery decreasing so quick. Agent reviewed with the patient that ins battery depletion is dependent on therapy settings and usage. Agent advised to make an appointment with their managing doctor to discuss their concerns and possible reprogramming. Patient inquired about mdt rep and doctors in their area; agent emailed local mdt reps on behalf of the patient. Agent emailed patient a physician listing. The patient mentioned unrelated medical history. This included; patient mentioned they need to have a brain scan and MRI. Patient mentioned that they used to see dr. Beno kuharich but has since moved and does not have an hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.